Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (2000 mcg/ml, 400 mcg/day, unknown lot number) in an implantable pump for intractable spasticity and cerebral palsy. The patient developed an area on the edge of pump in which the tissue was thinning to point of seeing the pump through the skin. This was discovered through visual inspection. The issue began on approximately (B)(6) 2016. The dose began to be weaned on (B)(6) 2016. The patient tolerated the weaning well with increased oral baclofen. The pump was removed on (B)(6) 2016 prophylactically due to risk of possible infection. The event was considered to be resolved as of (B)(6) 2016. The patient's status at the time of the event was stated to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.